Event description:
It is alleged that in 2000 pt underwent a revision right total hip arthroplasty. It is also alleged that a howmedica osteonics sales rep inadvertently advised a surgeon to implant the wrong size acetabular liner which reportedly led to a second surgery 2 days later.